Event description:
The physician reported that the subject device could not be implanted due to a missing ventricular set-screw.

Event description:
The physician reported that the subject device could not be implanted due to a missing ventricular set-screw.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Preliminary analysis of the returned device verified proper function.

Event description:
The physician reported that the subject device could not be implanted due to a missing ventricular set-screw.